Event description:
It was reported to tyco healthcare kendall in 04 that a customer had a problem with dobbhoff naso-jejunal feeding and gastric decompression tube. The customer reports that when removing the tube, a 40 cm long piece remained in the pt. Surgical procedure was required to remove piece left in pt. Pt is currently doing well.